Event description:
The customer reported via phone call that they low blood glucose. Customer¿s blood glucose was 38mg/dl. Customer¿s current blood glucose was 130mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with food. Troubleshooting was not done for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.